Event description:
Type 2 diabetic. Blood sugar started to spike. Dr modified medication, did not work, tried another and it worked fine. A month later blood sugar spike fasting 249, 176, 185, 235, 219, 168 etc. I finished the strips in the container and my next tests were 109, 105, 102, 112 the only conclusion is that I had a bad batch of strips. Fora lot #td15a128-coc jan 2017 lot number for both containers were the same. Meter foracare called supplier and spoke to a supervisor. Sorry will not happen again. Never asked for the lot number. I just had blood work done and will know thursday if my blood sugar was abnormal. If it was not then I can only assume that the entire container of strips were bad.